Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging cancer. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to a third-party service center for investigation. During the evaluation of the device, the third-party service center visually inspected the device and found error code 53 (err_comp_log_sem_timeout), error code 100 (err_humid_no_heat), error code 20 (err_motor_spinup_flux_low) and error code 22 (err_motor_flux_magnitude). There was no evidence of foam particles or degradation. In addition, there was contamination from dust, smoke or insect infestation. Lastly, the device was cleaned and disinfected and passed all testing. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.